Event description:
Account experiencing low pt sodium results for multiple pt samples. Although no actual pt data was provided, user indicated pt sodium's are initially resulting from 130 to 132 mmol/l and repeating up to 140 mmol/l. No erroneous results were reported. The field service representative determined the cause for the discrepancy to be due to a weak vacuum, and cleaned the vacuum line, nozzle and sv8 valve and flushed sample path, replaced ise degasser and pinch tubing. Performance tests were performed and within specification.